Manufacturer narrative:
(B)(4). The customer reported that they were seeking info regarding retrospective data for a pt death. Based on initial info, the customer was not alleging a device malfunction. They were looking for retrospective data. Though the users reported that the pt died between 2:00 and 2:30 am, the alarm logs show numerous critical alarms for this pt from 2:26am until 3:52am. The alarms were each silenced at the central station. Since the device was in use at the time, in abundant caution, we will report this failure. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they were seeking info regarding retrospective data for a pt death.